Event description:
Levels treated were l3-s1 bilaterally for spinal stenosis and degenerative spondylolisthesis. Screws were implanted in l3 bilaterally, l4 dx, l5 bilaterally. The patient experienced a cracking sound from her back at the end of 2011. MRI showed the set screw on left l3 had come loose and was no longer in position. The patient was compliant with all instructions and did not experience any trauma or falls. The patient will be revised at some point.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.